Event description:
It was reported a sudden increase of the ventricular pacing impedance in addition to a ventricular oversensing. The subject device (as well as the ventricular lead) was replaced. An investigation is required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported a sudden increase of the ventricular pacing impedance in addition to a ventricular oversensing. The subject device (as well as the ventricular lead) was replaced. An investigation is required.